Event description:
It was reported that during photoselective vaporization, the fiber began rotating within the cap and forward firing. A second fiber was used to complete the procedure. There were no patient complications.